Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between vad-14078 and the patient¿s expiration cannot be conclusively determined. Vad-14078 will not be returned for evaluation as it was not explanted for evaluation and no autopsy was performed. The heartmate ii lvas IFU lists thrombus and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device - 3 years & months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2017 due to suspected pump thrombosis. The patient was placed on hospice care due to suspected pump thrombosis, and was not a candidate for pump exchange. No autopsy was performed and the device was not explanted. No further information provided.